Manufacturer narrative:
(B)(4). During evaluation of an amia device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, a low priority alarm 30176 (max air exceeded) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2015 at 10:33. No further information was available.

Manufacturer narrative:
(B)(4). Correction: lot number. Should additional relevant information become available, a supplemental report will be submitted.